Event description:
In 2009, the patient underwent an endovascular repair of a thoracic aortic aneurysm. A gore tag thoracic endoprosthesis excluded the aneurysm. The patient tolerated the procedure. Three days later, computed tomography showed a proximal type I endoleak. On the same day, the patient underwent an endovascular procedure where onyx glue was applied at the proximal end of the device. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.